Manufacturer narrative:
MFR received date: 28 oct 2019. The gas delivery system (gds) was returned for failure analysis. A visual inspection of the gds revealed that this unit was missing the data acquisition (da) board and the o2 valve solenoid. There were no signs of damage or contamination. During testing, it was determined that the failure was caused by an out of specification u1 component on the air flow sensor submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13aug2019. The manufacturer's field service engineer (fse) was performing preventative maintenance at the time the event occurred, thus confirming the event. The fse replaced the gas delivery system and the issue was resolved.

Event description:
It was reported that the unit declared an error 1203 (low leak rebreathing risk) during preventative maintenance. There was no patient involvement.